Event description:
Reporter alleges since 12/7/96 pt has symptoms of fatigue, dizziness, difficulty concentrating and muscle weakness. Reporter also alleges since 5/20/97 pt has had all previous symptoms and they have increased severely plus she has developed tremors, panic attacks, sleep problems, could not work for ten days with a very slow recovery and mental fog. Developed severe multiple allergies about five (5) years after implantation (i.e. 1986), had suffered none until this point. Reporter also alleges all of the pt's problems are related to leaking silicone implant that are to be removed asap.